Manufacturer narrative:
The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur instrument, resulting lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00561 was filed on september 30, 2016. Additional information (09/16/2016): the ccc specialist offered to dispatch service to the customer site, but the customer declined. On september 16, 2016, a siemens customer service engineer (cse) was dispatched to the customer site for an unrelated event. After evaluating the instrument, the cse determined that the instrument was showing reagent probe 1 (rp1) volume check errors. The cse replaced the rp1 heater coil assembly and rp1 2mm diluter. The cse then primed the reagent probes and verified that the reagent probe bubble detectors were functioning properly. The cse performed empty and fill operations of the incubator ring and the customer ran quality controls. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.